Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement and unable confirm alarm in alarm history screen due to motor error alarm. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is alarming motor error during prime. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 129 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.